Manufacturer narrative:
The device was received and evaluation was completed. The device history record review was completed and revealed no findings that could have contributed to the current complaint. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device passed all flow testing performed and was determined to meet all product specifications related to the reported event. The reported symptom of under infusing was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during preventative maintenance testing. There was no patient involvement. No additional information is available.